Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007, and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, extrusion, and urinary problems. It was reported that patient underwent excision of a portion of mesh under the bladder on (B)(6) 2007 due to erosion of mesh under the bladder into the vagina. Patient also underwent mesh excision on (B)(6) 2011 due to vaginal erosion.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted on (B)(4) 2007 due to stress urinary incontinence, cystocele and defect in bladder wall with concurrent anterior repair with mesh, repair of defect in bladder wall and cystoscopy. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.